Event description:
It is reported that the poly piece attached to the base of the tibial implant was loose and would not stay attached to the implant. Applied cement to the outer diameter of the poly and cemented it to the implant.

Manufacturer narrative:
This info was previously reported under 1822565-2013-01332. Evaluation: an x-ray received of the implanted device suggested the set screw for the poly plug is missing. Investigation found the current router requires assembly of the ploy subcomponents, and the inspection criterion requires verification of assembly. Risk assessment concluded the set screw has two purposes: securing the taper plug in place when the tibial component is cemented into place and as a secondary locking mechanism for stem extensions. It was determined a set screw could be obtained from add'l units of this product line, regardless of size, or from nexgen lcck, cra and rhk femoral components, as the same set screw is used with these units. Only one add'l report from this lot has been received; this event was reported under MDR #2648920-2013-00146. Root cause for this event appears to be nonconformance to work instructions; corrective and preventive action has been initiated to prevent future occurrence. Available stock was evaluated, finding that 4 of 8 add'l units were also missing the set screw. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.